Event description:
The pt had recently experienced increased spasticity. The pt was seen in the clinic on (B)(6)2010, for a routine refill. The actual residual pump volume (25 ml) was found to be greater than the expected residual volume (8.1 ml). The pump event logs showed that throughout the month of (B)(6), the pump had 4 confirmed motor stalls. The most recent stall occurred on (B)(6) 2010, with no recovery recorded in the event logs. A pump replacement was planned. The pt's spasticity would be managed orally. The device system was used to deliver lioresal 500mcg/ml @ 168mcg/day. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).